Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient was unable to set their ipg into MRI mode due to the battery being too low. Troubleshooting revealed the ipg to be inoperable. As a result, surgical intervention may be undertaken.